Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set up, the blood inlet port on the oxygenator was damaged. The product was changed out. The surgery was completed successfully. No pt involvement.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the blood port did have damage. The most likely cause is damaged during shipping and handling. (B)(4).